Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "small amount of surrounding fluid", "grade 3 contracture."

Event description:
Patient reported right side "pain", "stabbing", "difference is size", "intracapsular rupture ", "some radial folds", "small amount of surrounding fluid", "capsular contracture grade 3". The reported event "hair loss" is not related to the device. The device remains implanted.